Event description:
Post-procedure, the patient had an increase in cardiac enzymes. The report is from (B)(4) study. The patient presented with a 70% lesion in the mid rca, a 100% lesion in the distal rca, a 80% stenosis in the 1st om, ccs class iii angina, and class ib angina per braunwald classification. The mid rca had a vessel diameter was 3.5mm and the lesion length was 15mm. The lesion was de novo and a type b1 classification. A cypher rx 2.25 x 23mm stent was direct stented at 16atm. A cypher rx 3.5 x 18mm was deployed proximal to the first stent at 20atm. This stent was post-dilated with a 12 x 3mm balloon at 8atm. The two stents were not overlapping. Post-procedure stenosis was 0%. A 100% stenosis of the distal rca was treated with a 3 x 15mm firestar and a xience 2.5 x 28mm stent. Sixteen to 24 hours post-procedure, the patient had a slight increase in enzymes. Diagnosis was a mild non-q wave mi. Two days later,an elective diagnostic and interventional catheterization was performed for pre-planned treatment of a lesion in the distal 1st om. According to the catheterization summary, the study stents in the mid and distal rca were widely patent; the distal rca beyond pda had a 95% stenosis. The patient underwent treatment with balloon angioplasty and placement of one non-study drug eluting stent in the distal 1st om. Per the adjudication notes, the mi cannot be disassociated from the index procedure and cypher stents. The discharge summary reported that on (B)(6) 2009 her hemoglobin was 9.5 gm/dl and hematocrit was 28.4 %, and at this point, a decision was made to transfuse 2 units of prbcs. It further reported that after the transfusion, her hemoglobin was 11.1 gm/dl and hematocrit was 33.3%. No further information is available at this time. Per the site, the patient had a history of anemia and there was no bleeding from the access site.

Manufacturer narrative:
Concomitant medications: angiomax, aspirin, beta blockers, clopidogrel, statins this is one of two products involved with the reported event. The associated manufacturer report number is 3003742446-2010-00211. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Information relieved from the (B)(4) study indicated that a patient experienced a myocardial infarction after having coronary artery stents implanted. The patient's medical history is significant for angina, hypertension, hyperlipidemia, atrial fibrillation, myocardial infarction (<14 days prior to procedure), diabetes, smoking, allergies to medications, gastroesophageal reflux disease, hiatal hernia, menopause, constipation, anemia, nausea, and a family history of coronary artery disease. The target lesion was the mid and distal right coronary artery (rca). The mid rca was 70% stenosed and the distal 100% stenosed. There was also a lesion in the obtuse marginal with 80% stenosis. The distal rca was treated with pre-dilation with a 3 x 15mm firestar followed by the implant of a xience 2.5 x 28mm stent. The mid rca had a vessel diameter of 3.5mm and the lesion length was 15mm. The lesion was de novo and a type b1 classification. A cypher rx 2.25 x 23mm stent was direct stented at 16atm followed by the implant of a cypher rx 3.5 x 18mm at 20 atms proximal and not overlapping with the first cypher stent. This stent was post-dilated with a 12 x 3mm balloon at 8atm. Post-procedure stenosis was 0%. Sixteen to 24 hours post-procedure, the patient had a slight increase in enzymes. Diagnosis was a mild non-q wave mi. Two days later, an elective diagnostic and interventional catheterization was performed for pre-planned treatment of a lesion in the distal 1st om. According to the catheterization summary, the study stents in the mid and distal rca were widely patent; the distal rca beyond pda had a 95% stenosis. The patient underwent treatment with balloon angioplasty and placement of one non-study drug eluting stent in the distal 1st om. Per the adjudication notes, the mi cannot be disassociated from the index procedure and cypher stents. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing process that can be related to the reported complaint. Myocardial infarction is a known potential adverse event associated with coronary stenting. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting. This action results in cardiac tissue damage that is manifested in elevated cardiac biomarkers (enzymes). Review of the available information suggests that procedural and/or vessel/lesion characteristics may have contributed to the event.

Event description:
The information received indicated that the patient was admitted with a 60-70% stenosis in the distal left anterior descending (lad) and 80% stenosis in the proximal lad. Ivus was performed before stenting to confirm severity and length of stenosis. Ivus performed more distally and showed distal stenosis was significant and the disease extended from proximal to the distal vessel. It was not documented that the lesions were pre-dilated. A 3.0 x 13mm cypher implanted in the distal lad at 16 atm, which was post dilated with a 3.5 x 15 mm boston nc balloon at 12 atms two times. A 3.5 x 23mm cypher implanted in the proximal lad at 18 atm and post-dilated with a 4.0 x 9mm boston nc balloon at 12 atm two times. The two stents were connected with a 3.50 x 33 cypher deployed at 16 atm. The residual stenosis was none to very little (less than 5%). Ivus was performed after the stents were implanted and the connecting stent was an area of concern. The stented area was post-dilated a couple of times to confirm apposition, which was again confirmed with ivus. The ivus after stenting confirmed excellent sizing and mla (maximum lumen area).